Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with oversensing due to noise which resulted in inappropriate automatic mode switching on their right atrial lead. It was also noted that the lead had low impedance. The lead was capped and replace on (B)(6) 2021. The patient was in stable.